Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer in order to fix the issue fse replaced (d670-00-1162) pcba, cardiosave rohs power management. Ran all the tests in accordance to the manufacturer's specifications.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a issue of battery won¿t charge. There was no patient involvement, and no adverse event was reported. A getinge field service engineer in order to fix the issue fse replaced pcba, cardiosave rohs power management. Ran all the tests in accordance to the manufacturer's specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part edm with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual no failure confirmed. Sending the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for part. Please see attachment. They stated: board was re-tested at fct result: failed step 4.10.5.1 "channel adc1­ pwrm_temp_mon, check temperature" 3. Perform troubleshooting on the board1047051. Found q35 defective probable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure. The tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6, h10 a getinge field service engineer in order to fix the issue fse replaced pcba, cardiosave rohs power management. Ran all the tests in accordance to the manufacturer's specifications.the failure analysis and testing dept. Received a part with a reported unit failure: the batteries were not charging. The fat performed a visual inspection and found the part in good condition. The fat installed the board in the cardiosave test fixture and tested it to factory specifications per the cardiosave service manual. No failure was confirmed.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correction fields: d9.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (investigation conclusion), h11. A getinge field service engineer evaluated the unit and replaced pcba, cardiosave rohs power management. Ran all the tests in accordance to the manufacturer's specifications. The failure analysis and testing dept. Received part number 0670-00-1162 rev. J, sn 23 00009 02_edm with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The following was submitted by (B)(4) , technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 22 oct 2024. Failure analysis received from the supplier for part. Please see attachment. They stated: board was re-tested at fct result: failed step 4.10.5.1 "channel adc1­ pwrm_temp_mon, check temperature" 3. Perform troubleshooting on the board 1047051- found q35 defective probable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) battery will not charge. There was no patient involvement.